Manufacturer narrative:
Unique identifier (UDI)#: (B)(6).

Event description:
The customer received analyzer alarms indicating multiple samples had a low volume but upon repeat testing, they would receive a result without any flags. One example was provided. The initial elecsys hcg + beta test system result was <1 miu/ml with a data flag and was reported outside the laboratory to the physician. A new sample was collected from the patient a few days later and the hcg result was 8464 miu/ml. On (B)(6) 2018, the first sample was repeated and the result was 4937 miu/ml. The customer corrected the initially reported result. The patient was not adversely affected. The reagent lot number and expiration date were requested but were not provided. The field service representative found there was a misadjusted sample probe arm due to loose set screws. He adjusted the sample probe assembly and tightened the loose set screws. He verified the liquid level detection (lld) was in range, flushed the sample probe, and adjusted the gear pump and main pump pressures. He ran performance testing and precision testing with results within specification.